Event description:
During a treatment procedure to place a greenfield vena cava filter, the legs of the filter crossed. The physician had advanced the greenfield filter to the intended location within the inferior vena cava, but when the filter was deployed, the legs appeared to be crossed. A second greenfield vena cava filter was successfully deployed. The procedure was successfully completed. No patient injury or complications were reported.